Event description:
Event description guidant received information that the patient presented for a routine follow-up and it was found that the implantable cardioverter defibrillator (ICD) could not be interrogated despite the use of different programmers. Guidant's technical services department recommended device removal as it appeared that no device therapy was available.